Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have no damage. An in-house mcs tip accessory was installed onto the instruments tube adapter with no issues. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was found to have a dislodged grip knob. The dislodged grip knob was not returned with the instrument. The complaint regarding a defective instrument was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors instrument was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage occurred outside of the surgical procedure. There was no report of fragments falling from the device while used on the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There was no missing material or detached from the instrument. The tip accessory was able to screw and did not fall once installed. No images/video available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.